Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, downstream occlusion was confirmed. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The downstream sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.